Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, patient presented with lumbar stenosis and spondylosis l4-5 bilaterally, worsening lower back pain and bilateral lower extremity radiculopathy. Patient underwent bilateral laminectomy l4-5, discectomy, interbody fusion, and posterolateral fusion using alphatec peek cages, rhbmp-2/acs, and legacy posterior instrumentation. No noted complications. On (B)(6) 2009, the patient presented with left hip pain. A lumbar myelogram indicated ¿posterior disc space narrowing, disc bulging and central spinal stenosis at l3-4 are suspect.¿ CT scan indicated ¿left paracentral and left intraforaminal herniation of the l5-s1 disc is noted with compromise of the left s1 root possible. Bilateral facet arthropathy and ligamentous thickening is seen at l5-s1 as well. Nonspecific broad based disc bulging is seen at l3-4 with a mild and focal central spinal stenosis noted.¿ on (B)(6) 2009 patient presented with painful retained lumbar hardware bilaterally at l4-5, persistent lower back pain after lumbar fusion with lower extremity radicular symptoms bilaterally, and history of failed back surgery syndrome. Patient underwent exploration of fusion l4-5 with bilateral hardware removal. There were no noted complications. (B)(6) 2010 patient presented for pain management evaluation. Per the physician¿s notes, the patient describes ¿persistent radiculopathic pain in a bilateral fashion. It is fairly equal. It radiates through the anterior thighs and then radiates below the knees along the anterolateral aspect of each lower leg. She describes tingling and numbness in both feet. She also describes left hip pain that begins over the posterior suprailiac spine with radiating pain into the left groin¿. I am highly suspicious of the sacroiliac joint in a bilateral fashion may be contributing to some of her leg pain.¿ (B)(6) 2010 patient underwent bilateral sacroiliac joint injections to treat bilateral sacroiliac joint arthropathy. (B)(6) 2010 patient underwent left sacroiliac joint injection to treat sacroiliac joint arthropathy. (B)(6) 2010 patient presented for follow up. Per the physician¿s notes, the right-side symptoms had completely resolved following the si joint injections. The left side continued to be problematic. (B)(6) 2011 the patient presented for followup. Per the physician¿s notes, ¿on physical examination today, range of motion of the hip is quite normal. She does have pain over the greater trochanter as well as the sacroiliac joint. The sacroiliac joint is quite painful to palpation.¿ patient was diagnosed with sacroiliac joint arthropathy as a residual from her previous lumbar fusion. (B)(6) 2012 patient presented for follow up. Per the physician¿s notes, the patient ¿has a postlaminectomy syndrome of the lumbar spine. She has bilateral leg pain that is more severe at the present time.¿